Manufacturer narrative:
On 6-jul-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
During an atrial fibrillation case with a vizigo sheath, the physician did the transeptal and inserted the guide in the left atrium (la) and then the dilator, but she was never able to insert the vizigo through the transeptal puncture (tsp) into the la. She tried dilating but never went through. They mentionned having a bit of difficulties inserting the vizigo in the groin access too. So we replaced the vizigo for a new one. Didn't go through either so she decided to use a sl to pass the transeptal and do the complete case. The vizigo seems to be ''turtlenecking''.